Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when fixating the mesh on the abdomen on a laparoscopic hernia repair, there were difficulties with loading the reload onto the handle and in articulating the device. They opened a new product to complete the case. There was no patient injury.